Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube was deformed and therefore the parts were not dis-/reassemable; the r-unit was broken and therefore the image was not displayed. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the outer tube was deformed, the parts were not dis-/reassemable, the r-unit (charged coupled device) was broken and the image was not displayed. There was no patient involvement.